Event description:
It was reported that, when the user attempted to ligate a clip with the applier, the pivot pin got loose which made the jaws broken. However, nothing fell/remained in the patient.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha, wi facility as part of a (B)(4) lot in april of 2020. Evaluation of the returned device shows that the tips are loose and misaligned , and the outer tube assembly and drive rod are bent/damaged, and the jaw pivot pin is pulled thru one side of the bent/damaged outer tube assembly. We are able to validate this complaint. Mishandling of the returned instrument at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure for this product line.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that, when the user attempted to ligate a clip with the applier, the pivot pin got loose which made the jaws broken. However, nothing fell/remained in the patient.